Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. Vascular access was obtained via the radial artery. The concentric target lesion was located in the mildly tortuous and non-calcified obtuse marginal (om) artery. A 2.50x20mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, upon deployment, the stent dislodged and embolized in a coronary artery. The physician attempted to visualize the stent through magnetic resonance imaging (MRI) and fluoroscopy but was not able to find the stent. The procedure was completed with a different device with no patient complications reported. The patient's status was stable and was kept under observation for 48 hours.